Event description:
The service repair tech (srt) reported that during routine preventative maintenance (pm) of the electronic pt gas system (epgs) at the service ctr, the oxygen (o2) sensor failed (an out-of-box failure). Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The failure was confirmed to be caused by an oxygen sensor fault. The srt replaced the suspect sensor with a new oxygen (o2) sensor. With the o2 sensor replaced, the unit operated to MFR specifications and was returned for reconditioned stock. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.